Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "upstream occlusion" alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false upstream occlusion alarms. The device was operating out of specification. Root cause was determined to be cracks in the upstream sensor tail pins which is known to cause false upstream occlusion and air-in-line alarms. The upstream sensor was replaced.